Event description:
Medtronic received information that approximately 4 years and 10 months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department with shortness of breath. However, there was also report that there was not respiratory distress and no shortness of breath. As reported, the patient stated they wanted to die. Significant bilateral pedal edema noted. A chest x-ray showed bilateral pleural effusions with pulmonary edema. Intravenous (IV) lasix was administered. The physician discussed with patient and the family of the patient¿s congestive heart failure history and recurrent admissions for IV lasix. The decision was made to proceed with a palliative care approach rather than medical management. The patient was discharged to a nursing home with palliative care. Lasix was increased and dilaudid for pain and dyspnea. Additional information was received from the pa patient¿s family that the patient died the following month. There was also report the patient had died approximately 4 months after the reported emergency room visit. The physician reported that it was unknown if the cardiac death was related to the valve. Additional information was later received which indicated that the death was now possibly related to the valve. However, the physician was unable to comment on the function of the valve at the time of the emergency room visit as no investigation/echocardiogram was performed at the ¿peripheral¿ hospital. The patient had known heart failure with the last physician encounter. Heart failure/degeneration could have caused the dyspnea and the presentation to the emergency room. It was reported that there were no allegations towards the valve function. Additionally, the valve was previously working ¿well¿. However, as reported, because there was no investigation of the valve at the time of the event, valve dysfunction and exacerbation of underlying diseased state could not be ruled out with the information available. It was further confirmed the patient's death had occurred the following month after presentation to the emergency department.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that cause of death was cardiac related and listed as a myocardial infarction with underlying causes coronary artery disease and sepsis. No autopsy was performed.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in which the physician reported that that the patient had known coronary artery disease. The myocardial infarction and sepsis were reported as unlikely related to the valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device history record (B)(6) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. Transthoracic echocardiogram (tte) images provided. Implant depth appears deep. Pro sthetic valve leaflets are poorly visualized but they appear mildly thickened. Possible trace anterior paravalvular leak (pvl). Ejection fraction approximately 45%. Septal and inferior left ventricle wall bounce/hypokinesis seen. Left ventricular outflow tract (lvot) diameter measured incorrectly inside the evolut frame. Mild mitral regurgitation. Right heart appears dilated. Moderate to severe transvalvular regurgitation. Mild to moderate phtn (tr max pg is 49 mmhg). Normal aortic valve mean gradient of 5.3 mmhg. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the information provided, there was no indication that the valve caused the sepsis nor the myocardial infarction. Dyspnea, pulmonary edema, pleural effusion were likely related to the worsening heart failure rather than the device. The image review did not indicate a correlation between the valve and the death. Additionally, the source document indicated the death was unrelated to the valve. All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use. No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. The reported event indicates that the patient had known heart failure with the last physician encounter. Heart failure/degeneration could have caused the dyspnea and the presentation to the emergency room. Heart failure is known potential adverse effects per the device IFU. Unfortunately, a relationship of the reported congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. It was reported that there were no allegations towards the valve function. Additionally, the valve was previously working ¿well¿. However, as reported, because there was no investigation of the valve at the time of the event, valve dysfunction and exacerbation of underlying diseased state could not be ruled out with the information available. It was further confirmed the patient's death had occurred the following month after presentation to the emergency department. Additional information was received which indicated that cause of death was cardiac related. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. An autopsy was not performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.